Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the surgery had not yet occurred and had not yet been rescheduled. The cause of the catheter migration was not determined. No actions/interventions were taken to resolve the catheter migration. The catheter migration did not resolve; no actions could be taken without surgical interventions, which had not occurred and was not yet scheduled. No actions/interventions were taken to resolve the inability to access the port.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient was currently scheduled for catheter revision with pump replacement on (B)(6) 2026.

Manufacturer narrative:
H6. Correction: a14 is not applicable to this event. Further review indicated a22 is more accurate as the physician was unable to access the catheter access port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that the planned surgery (B)(6) 2026 did not occur and has not yet been rescheduled.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jan-2021, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing dilaudid (hydromorphone) (1 mg/ml at 0.1577 mg/day). It was reported that the patient was scheduled for a routine pump replacement due to normal elective replacement indicator (eri). Prior to going into the operating room, the patient stated that she was still getting good pain relief with her current pump settings and she denies any history of complications with the pump. Once the patient was taken to the operating room, she was placed under general anesthesia. At this time, the physician came in and requested to confirm catheter tip placement under fluoroscopic guidance. The images revealed that the catheter had moved from its original implant location of t6-7 down to l3. At this point, the physician attempted to perform a catheter access study to see if the catheter was still in the intrathecal space, but he was unable to access the port, despite using fluoroscopic guidance. Because the patient was already under general anesthesia, and she had not been consented for a catheter revision/replacement, the physician opted to abort the case until he could have an additional conversation with the patient and obtain prior authorization for the procedure. No changes occurred today. Surgery has not yet been rescheduled as they plan to first obtain prior authorization for a catheter revision/replacement surgery. The issue was not resolved at the time of this report.